Manufacturer narrative:
H3: the device was not returned for analysis. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and the product confirmation cannot be performed. Therefore, this investigation was unable to determine the probable root cause.

Event description:
It was reported that a patient with diabetes (pwd) experiencing a detached infusion set, which required replacement. There was patient involvement/ no adverse event reported.